Manufacturer narrative:
The ipg passed all electrical, performance, visual, and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that a patient will undergo a battery replacement as his current ipg is not holding a charge.

Event description:
A report was received that a patient will undergo a battery replacement as his current ipg is not holding a charge.

Event description:
A report was received that a patient will undergo a battery replacement as his current ipg is not holding a charge.

Manufacturer narrative:
Additional information received stated that the patient will not proceed with the an ipg revision at this time. A review of the manufacturing documentation of the ipg devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient will undergo a battery replacement as his current ipg is not holding a charge.